Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting elite system on (B)(6) 2024 to the upper abdomen and lower abdomen. The patient was diagnosed with paradoxical hyperplasia (ph) to the upper abdomen and lower abdomen 6 months of post treatment. According to the original doctor, an ultrasound was performed and showed fibrotic fat with a diagnosed with paradoxical hyperplasia.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Correction: a2, a4, a6, b5, e1, h6, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. {a6] race: asian [ japanese ].

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting elite system on (B)(6) 2024 to the middle abdomen using curve120 (c120) applicator and upper abdomen using the curve 150 (c150) applicator. The patient was diagnosed with paradoxical hyperplasia (ph) to the middle abdomen and upper abdomen on (B)(6) 2025. According to the original doctor, an ultrasound was performed and showed fibrotic fat with a diagnosed with paradoxical hyperplasia. Device remains at the user facility. .